Event description:
Technician alleged that the bed exit is not alarming with weight in the bed. No injury reported.

Manufacturer narrative:
The technician replaced the bed exit tape switches to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.